Event description:
Customer reported having a crack on the insulin pump and also reported receiving a motor error alarm. Customer's blood glucose reading at the time of the call was 130 mg/dl. Customer declined troubleshooting for the motor error alarm. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.